Event description:
Extreme dry eye as a result of lasik surgery. I use multiple eye drops, etc. Per day, make continuous visits to an ophthalmologist. I fight inflammation on an ongoing basis and have recurring eye infections.